Event description:
New information received notes programming changes were made. The patient was stable before, during, after programming changes.

Event description:
New information received notes the patient was asymptomatic, additional post paced t wave oversensing was observed. The attenuation filter was programmed off. This appeared to resolve the issue. The patient was being monitored. The patient was stable.

Event description:
It was reported that post paced t wave oversensing was observed on the implantable cardioverter defibrillator (ICD). The ICD was being monitored. The patient was stable.